Event description:
The patient responded to an online clinical survey indicating that, since their last assessment on (B)(6) 2025, they experienced a severe hypoglycemic event resulting in fainting, loss of consciousness, or seizure. Multiple good-faith attempts were made to obtain additional details; however, no response was received. No further information could be obtained. Insufficient information is available to determine whether insulet¿s device caused or contributed to the reported event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and potential loss of consciousness or seizure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.